Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has had elevated blood glucose levels between the ranges of 250-400mg/dl since (B)(6) 2015, despite of correction boluses, increased temporary rates, and correction injections. The customer has since reverted back to manual injections. System check was performed, and the pump performed as intended. Recommendation was made that the customer consult with their healthcare provider to discuss what may be affecting bgs.